Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all of the conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead exhibited a loss of capture, and dislodged. It was attempted to reposition the lead, without success. The lead was not implanted, and no additional lv leads were attempted. No patient complications have been reported as a result of this event.